Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case and two side bail covers broken and therefore they were replaced, and the lower case was replaced just as preventative. Analysis also found the battery release contaminated and the battery contacts compressed. (B)(4).